Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hypoglycemia. Customer's blood glucose value was 30 mg/dl. The customer was treat with glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active. Customer did not allege insulin pump was over delivering the insulin. The device will not be returned for analysis.